Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a dislocation.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. There was no product part number or lot number identified. Device history records (dhrs) could not be reviewed due to lack of product identification. This device is used for treatment. An x-ray shows a hip dislocation and the stem was suggested to be a zimmer m/l taper hip prosthesis, however, there is no product identification to confirm this. There were multiple follow-up attempts to obtain additional information with no additional information provided. A complaint history search for the part/lot could not be conducted due to the product identification being unknown. Due to the product not being returned and being unidentified, a root cause for the reported condition could not be determined.